Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information received: no patient involved.

Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left bottom corner, a cracked right plunger case and visible contamination by the "l" bracket pole clamp. The event history log was reviewed and there was a supercap post error. The power up process was conducted and the reported issue was able to be duplicated. The battery was recharged, but the super cap error still duplicated. The main printed circuit board (pcb) was the cause of the reported issue. The super cap was not working as intended. A black, low profile panasonic super cap was present. There was no external damage or contamination to the main pcb. The main pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.